Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was scheduled to see the healthcare provider on (B)(6) 2018 to discuss ipg replacement. Issue has not been resolved. Cause was not determined.

Manufacturer narrative:
Patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) via a manufacturer¿s representative (rep). The rep reported that an elective replacement indicator (eri) was seen on the patient programmer (pp). The rep also reported that they were seeing greater than 10,000 ohms on all contacts. The rep was doing an impedance check because the patient reported eri to here and they were final able to meet up. The rep ran impedances at 0.7v and saw greater than 10,000 ohms on all contacts. The rep re-ran impedances looking at all other reference electrodes and the results were the following: contact 1: all >10,000, contact 2: 0,4,7 showing >10,000, contact 3,5,7: 0,7 showing >10,000, contact 4: 0,2,7 showing <(><<)>10,000 contact 7: 0-6 showing >10,000 and 8-15 showing >10,000. (All in ohms). The group impedance results were the following: b1: 513ohms 1.332ma. B2: 585 ohms, 2.377 ma. The current programming for group b1 was the following: 0.70v 600 pulse width, 50hz, b2: 1.40v 600pw 50hz. The patient used this program most. The rep confirmed the contacts that were showing out of range were not being used in current programming. It was reviewed to continue to monitor system impedances and check them again at the time of ins replacement to ensure impedances had not progressed further to affect the patient¿s current therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep ran impedance test and initially saw impedance values all >10k ohms on electrodes 0-15 using reference 0. Rep stated the patient still felt stimulation at voltages at 1.6 or below 2.0. Rep is going to consider avoiding programming 0 and 7 for upcoming implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.